Event description:
Complainant alleged that while attempting to defibrillate a female pt, the device displayed a 'bridge test failed" message after delivering one shock. Complainant indicated that the pt subsequently expired.